Manufacturer narrative:
Additional information: device not returned. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-40501. It was reported that the system exhibited infection. The system was explanted. The patient was stable.